Manufacturer narrative:
Result: sheet was caught in the footboard to bed connection.

Event description:
It was reported by service report that there was no function or display on the footboard. No pt involvement or adverse consequences are reported.